Event description:
It was reported that the device and rv lead were explanted due to high hv lead impedance.

Manufacturer narrative:
The reported field event of high hv lead impedance was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were found.